Event description:
Same case as: 6000089-2007-01556. It was reported that during a coronary drug eluting stenting treatment procedure, catheter removal difficulty and a shaft fracture. The lesion being treated was located in the left anterior descending (lad) artery. The physician placed the first taxus stent. Then attempted to place a 3.00 x 20 mm taxus express2 drug eluting stent, but as unable to cross the previously placed stent. The physician torqued the stent delivery system (sds) and had difficulty removing it. The shaft broke outside of the body. The physician then attempted to push through the previously placed stent with a 3.00 x 16 mm taxus express2 drug eluting stent, but it became stuck and the stent began to dislodge from the balloon. The physician was able to remove the sds with the stent intact. The procedure was successfully completed with another taxus stent. No patient complications were reported. Patient status reported as "ok." Additional information was unavailable.